Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported entrapment and subsequent regurgitation could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During right atrial geometry, the catheter became lodged in the tricuspid valve apparatus (chordae tendineae). The catheter became got caught in the chordae tendineae and when pulling the catheter back into the sheath to free the catheter, the papillary muscle was ruptured. The rupture caused a prolapse of the tricuspid valve (tv) and regurgitation. The patient was stable under general anesthesia, so the procedure continued. Pulmonary vein isolation and a cti line was completed using the same advisor vl as the diagnostic catheter. The physician believes the tricuspid valve regurgitation was a result of the catheter getting stuck in the chordae and rupturing the papillary muscle, causing prolapse of the tv. Combined with the previously known pfo, this led to patient oxygen desaturation. After the ablation procedure was completed, a pfo occluder was inserted into the pfo to prevent further desaturation. The patient may need valve repair surgery in the future. There were no performance issues with the abbott device.